Event description:
Father of home pt (hp) reports a system error 2240 alarm in drain 5 during treatment of the homechoice machine. At the time of the alarm, the father noticed that hp's transfer set was disconnected from hp's quinton plastic adaptor. Treatment was discontinued, setup discarded and hp's heatlh care professional (hcp) replaced the transfer set. At the time of the alarm, hp was in the hosp (date of admission unk) and being treated with amphotericin b for a previous case of peritonitis (attributed to the same type of failure) and will continue on that antibiotic. In addition, hp was given ancef 250mg/l intraperitoneally as a prophylactic antibiotic. Per hcp, hp's permanent catheter is going to be removed and hp placed on temporary hemodialysis until it is determined as to whether her peritoneum is suitable for future peritoneal dialysis.